Event description:
It was reported that during a cardiac ablation procedure, a small "article" was found in the syringe after sheath aspiration at the end of the case, with uncertainty as to whether it was a clot or fibres from the sheath or catheter. Activated clotting time (act) measurements were conducted throughout the case and remained out of range (>400 seconds). Heparin was administered according to the patient's weight. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.